Manufacturer narrative:
This supplemental report is to inform that upon further review, this is a duplicate report of 8010047-2022-02850 and therefore, is not reportable.

Event description:
As reported, the distal end cap for the device tjf-q190v scope fell at the end of a therapeutic procedure. The user was able to recover the cap from the patient. The intended procedure was completed with no harm or injury to the patient. No user injury was reported. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
In a follow up communication with the customer, it was stated that there is nothing wrong with the scope and it will not be returning. Customer also stated that the patient used a mouthpiece called block bite when the event occurred. Customer stated there is no damage observed on the cap, however, is not returning as it was disposed. Investigation is ongoing. This report will be supplemented accordingly following investigation.